Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biological identifier was not working, user logged in manually. A field service engineer checked in diagnostics application and found that the bio ID scanner was missing, reconnected all the cables and checked, it didn¿t resolve the issue. Replaced the bio ID scanner to resolve the issue. Fsc investigated about the station was ran slow, checked the disk space and database size was good. Disabled the network basic input and output system, still station slow issue not resolved, informed technical support specialist about it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID was failed. The customer stated that there was delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.